Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing a port placement procedure using the MRI powerport isp, for an unknown medical condition. During the procedure, it was reported that, the guidewire allegedly bent inside patient when passing through dilator and causing several punctures to the patient. It was further reported that, the guidewire was found to be twisted inside the patient. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient was undergoing a port placement procedure using the MRI powerport isp, for an unknown medical condition. During the procedure, it was reported that, the guidewire allegedly bent inside patient when passing through dilator and causing several punctures to the patient. It was further reported that, the guidewire was found to be twisted inside the patient. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one j-tip guidewire in a guidewire hoop was returned for evaluation. Visual and microscopic evaluations were performed on the returned device. Multiple bents and one kink were noted throughout the guidewire. The j-tip of the guidewire was noted to be slightly bent. Uncoiling was not noted throughout the guidewire. No other anomalies were noted to the complaint samples. The round core wire was noted protruding the kinked portion of the guidewire. The termination of the core wire appeared to be granular. The flat core wire was observed within the guidewire. No anomalies were noted to the flat core wire. Therefore, the investigation is confirmed for the reported deformation issues and unraveled issues. However, the investigation is inconclusive for the reported failure to advance, material twist/bent and malposition of device as the functional evaluation of device could not be performed due to device kinks and supporting evidence of the reported malposition of device is not available to confirm the issue. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.